Event description:
It was reported that the customer's insulin pump was cracked at the display and that the drive support cap was damaged or loose. There was no significant event leading up to the drive support cap damage. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was not reported. No further information was provided. (B)(6).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.